Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd luer-lok¿ tip disposable syringe were leaking. The following information was provided by the initial reporter: "we are investigating leaking syringes. It was also reported that: "the syringe has been leaking when connected to our tubing".

Manufacturer narrative:
Investigation summary: one photo of a 3ml luer-lock syringe (p/n 309657) batch 1259065 was received and evaluated. The image shows a torn top web slip with the graphics and a loose syringe filed with an unknown fluid filled to the 2.5ml line. The image of the syringe does not match the description in the verbatim as there is no ¿sun¿ on the barrel graphics. No leakage can be seen in the photo provided; therefore, the reported condition cannot be verified. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that several bd luer-lok¿ tip disposable syringe were leaking. The following information was provided by the initial reporter: "we are investigating leaking syringes. It was also reported that: "the syringe has been leaking when connected to our tubing".